Event description:
(B)(4). Initial and additional info received from a nurse on 20-nov-2008 and 21-nov-2008: a currently, (B)(6) male received injectable poly-l-lactic acid (sculptra) [lot # and exp date unk] 18 months ago (2007) while having a face lift for cosmetic purposes and now has numerous papules under his lower eyelids where the poly-l-lactic acid was injected. Nurse reported that pt received injectable poly-l-lactic acid from another physician and therefore does not have any other info. The event remained ongoing at the time of this report. Medical history included. No further relevant info reported.

Manufacturer narrative:
Additional info for sculptra (lot # and exp date - not provided) from (B)(4): batch record review was without hint to root cause. Because no lot number is available, an investigation has been performed on the documentation of all potentially involved mfg batches. The review of the device history report and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. No faults, defects or damages detectable. Conclusion: no faults detectable. The case status is closed.